Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was an acu watchdog and primary audible alarm post errors in the history. Start-up, flow and occlusion tests were performed and the reported issue was unable to be confirmed. The cause of the reported issue was unable to be determined. The mainboard and speaker were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog. There was no reported adverse event.